Event description:
It was reported that during a routine device change out procedure, the physician elected to reverse the right ventricular (rv) and left ventricular (lv) leads so that the rv lead was plugged into the lv port and the lv lead was plugged into the rv port. This is considered off label use. Subsequently, low out-of-range impedance of less than 200 ohms was noted on this lv lead (plugged into the rv port). Isometrics and pocket manipulation were done and produced varying impedance measurements from less than 200 ohms to 300 ohms. The threshold measurements were fairly consistent between 0.8 and 1.3 volts. The health care professional (hcp) intended to leave the rv port / lv lead sensing programmed off, turn off the lead safety switch (lss) feature, increase the output to 3 volts in the rv chamber (lv lead), and increase remote follow-ups. This product remains in service. No adverse patient effects were reported.